Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify the reported issue. The support for this device is no longer available. Therefore the device was not repaired. The customer was advised to not use the device and to get a replacement. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device was unable to detect the connection of the defibrillation therapy cable. The customer advised that the device prompted them to ¿connect cable¿ when the device was powered on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use for the reported event.

Event description:
The customer contacted stryker to report that their device was unable to detect the connection of the defibrillation therapy cable. The customer advised that the device prompted them to ¿connect cable¿ when the device was powered on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use for the reported event.

Manufacturer narrative:
The initial medwatch report (MFR report #0003015876-2024-00507) indicates: additional mfg narrative: stryker evaluated the customer's device and was unable to verify the reported issue. The support for this device is no longer available. Therefore the device was not repaired. The customer was advised to not use the device and to get a replacement. The cause of the reported issue could not be determined. Section h11 of the initial medwatch report (MFR report #0003015876-2024-00507) should indicate: stryker received the customer's device but was unable to evaluate the customer's device as the support for this device is no longer available. Therefore, the reported issue could not be verified or duplicated. The device was returned to the customer unrepaired. The customer was advised to not use the device and to get a replacement. The cause of the reported issue could not be determined.